Manufacturer narrative:
Date of report: 28may2019. Date rec'd by MFR: 17may2019. A central processing unit (cpu) board was return for analysis. An investigation was performed and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer troubleshot with technical support. The customer tried swapping with a different display, power management board, motor control board and battery. However, the issue continued. The customer stated that all parts swapped out were taken back out and replaced with the original parts as they were not the issue. The customer found the issue was the central processing unit (cpu). The customer replaced the cpu with a new one to address the issue and the ventilator was returned to use.

Event description:
It was reported that during performance verification testing (pvt) the ventilator shut off and would not power back on under battery or alternate current power. There was no patient involvement. The event date was not specified; estimate used.